Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/14/2015 with the following findings: the battery compartment was observed to be cracked in the thread area. The threads of the battery compartment and returned battery cap were found to be stripped. The reported issues were confirmed. Related to the reported issues, the returned battery cap was unable to secure to the suspect pump case or a test pump case per the instructions for use (IFU). Also, a test battery cap was unable to secure to the suspect pump case per the IFU. Unrelated to the reported issue, the display screen visual was observed to be discolored due to an unidentified display failure.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged. In addition, it was reported that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time. (B)(4).